Manufacturer narrative:
As no deviations were found and the product sent in complies with the specification, no causal link can be established between the product in question and the incident described. Our experience is, that pinning technique can contribute to a loss of pressure and/or slippages. In this context, we refer the user to our corresponding recommendations in the instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." This product was combined with third-party skull pins. We recommend using our skull pins in combination with our skull clamps. Risks due to not permitted system combinations with third party components could not be excluded, as in this case.

Event description:
Distributor informed us on april 23 that one of our products was involved in a procedure (crani airo case) in which the treated patient sustained a laceration.